Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the guidewire became stuck in the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. The analyst noted that no guidewire was returned. The purple 62cm stylet was found stuck inside the lead, the connector pin was found pulled free (broken) from the lead. The distal conductor is stretched at 9, 10 and 11cm, and kinked at 13cm (where the stylet distal end is). Stylet was bent/kinked at 38cm (from the handle). If information is provided in the future, a supplemental report will be issued.